Event description:
During a breast augmentation, the pt suffered a burn from the cautery tip.

Manufacturer narrative:
It was reported that during a breast augmentation, an arc was seen and an area of breast tissue was burned. The burned tissue was excised and the procedure was completed without further incident. Upon visual inspection, the surgeon noted that a small amount of metal was exposed where the tip was inserted into the pencil. The pencil and tip used in the procedure was returned and tested. With the tip seated correctly on the pencil, both performed normally on cut and coag modes. No arc or abnormality was identified. The ptfe coating on the tip was intact with no breaks in its integrity. We were unable to duplicate the reported incident when the tip was seated correctly into the pencil but was able to duplicate the burn utilizing a chicken breast when the tip was not seated correctly and part of the metal was exposed. Based on the info gathered during the testing we have determined the incident was the result of user error. Due to the reported burn, this medwatch is being filed.